Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states this replacement cylinder has lost compression and is under 6 months warranty. No injury was reported.